Manufacturer narrative:
Product evaluation: additional information regarding product evaluation is pending. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no additional action is planned at this time. (B)(4).

Event description:
The customer reported: an error message displayed during the procedure. The procedure was delayed 1 hour due to error message. The procedure was completed with the same system. The surgeon stated there was patient impact. Additional information was requested.